Event description:
The rep is reporting that the surgeon had a rotator cuff repair procedure in 2006. The pt reportedly experienced pain a few months after the procedure, which precipitated a revision surgery in 2007. During the revision rotator cuff repair, the surgeon observed three spiralok anchor eyelets broken and detached from the body of the anchors. The operative suture from the anchor was still tied to the rotator cuff and attached to the eyelet of the anchors. The surgeon removed the broken eyelets and repaired the rotator cuff using additional anchors without further incident or harm to the pt. [See also associated mdrs 1221934-2007-00047 and 1221934-2007-00048].

Manufacturer narrative:
No product is being returned and therefore, the complaint device is not available for evaluation. Furthermore, no lot number was supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the complaints system for other similar complaints for this part. As such, we can not determine what may have caused the user to experience the reported incident. One hypothesis is that during the initial anchor insertion, the anchor could have been inserted off axis or inserted into too hard or dense bone. Any one of these improper techniques could have created a crack or weakened the anchor during initial insertion, leading to the failure of the device over time. Therefore, no other root-cause could be determined other than those cautioned against in the IFU. We believe this to be a user technique issue. No further action is warranted at this time.